Event description:
It was reported the patient had an infection of the trial leads and the permanent implant was postponed. The event was ongoing. A follow-up report will be sent if any additional information on the event or outcome is received.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot # 0209158868, implanted: (B)(6) 2015, product type lead; product ID 3877-45, lot # 0209163744, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received reported that the etiology was new illness or condition. The outcome was resolve without sequelae.